Event description:
"Straps on the left side of the lift snapped and the resident fell to the floor."

Manufacturer narrative:
It was reported that during transfer "two straps broke and the residen tfell to the floor". The individual was taken to the ER where an xray was done. It was reported that "imaging at ER verified the presence of rib fractures". The resident was admitted to the hospital with "fall with left posterior rib fracture, left hemopneumothorax s/p chest tube placement, acute fracture of left transverse t7 process and chronic appearing right cerebral convexity sdh." Additionally, "CT chest abdomen pelvis showed displaced left posterior rib fractures, left hemopneumothorax. CT lumbar thoracic spine showed acute fracture of the left transverse process of t7. CT head showed chronic appearing right cerebral convexity subdural hematoma measuring 5 mm with right to left midline shift of 3 mm. Patient had chest tube placed and was admitted by trauma team. Patient was seen by neurosurgery and there was no indication for surgical intervention. Neurosurgery recommended tlso brace and cleared him for anticoagulation. Hospitalist team was consulted for medical management. Patient became hypotensive on the morning of 3/13 with hemoglobin down to 6.7 requiring 2 units of packed rbc. Follow-up hemoglobin remained stable. Patient received IV fluid bolus, IV albumin but remained hypotensive so started on levophed. Chest x-ray showed 4.2 mm left apical pneumothorax, left pleural effusion/hemothorax and patchy airspace opacities in the left lung base. Patient was started on zosyn empirically. Vasopressors were eventually weaned off. Chest tubes eventually removed on 3/19." It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated: d9, g6, h2, h6.